Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad) artery with heavy calcification. The 3.5x18mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the balloon was attempted to be inflated; however, the balloon completely failed to inflate. The inflation device was switched to a new inflation device; however, the balloon of the sds still would not inflate. Therefore, the sds was removed from the patient. Another xience skypoint stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the reported procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.